Event description:
On (B)(6) 2013 the reporter contacted animas alleging a non-specific loss of prime issue. No additional information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2014 with the following findings: a loss of prime with zero and non-zero force events were recorded in the black box. There were no loss of prime alarms during the investigation. The force sensor calibration reading was low. The pump was opened for further investigation and the trace on the force sensor flex cable was observed to be cracked at the pin. The battery and cartridge caps were not returned; test caps were used to complete the investigation with no issues reported. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.